Event description:
The caller reported that the outer cannula of the tracheostomy tube broke near the hub, and created a crack that ran halfway down the length of the tube. The tracheostomy tube was in use less than a week. There is no lot number, expiration date, or sample available. The caller did not know if the pt had any anatomical anomalies. The pt received a similar unspecified tracheostomy tube as a replacement.